Event description:
Report received of pt death due to spine surgery complications unrelated to infusion system. Follow-up with hcp revealed a pt autopsy is pending. The pt was undergoing spinal surgery unrelated to their infusion system. Pt suffered 3 cardiac arrests on the operating table and was converted each time. Post op the pt had a tracheostomy and gastric tube. Pt failed to improve and expired in the hospital. A supplemental medwatch report will be filed if add'l info is received.